Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6)2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead had high thresholds. Due to the patient¿s anatomy, a lead replacement was not possible. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.